Event description:
It was reported that a pt was diagnosed with hearing loss after an mr scan with a signa excite hd. No further medical treatment has been provided at this time. Based on hospital f/u with an acoustic noise questionnaire, the exam lasted for 30 mins, and the pt was provided with hearing protection. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.